Event description:
A customer reported experiencing a malfunction on their insulin pump. Despite the issue, there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer experienced this malfunction multiple times, leading to tandem technical support deciding to replace the pump. The customer will use multiple daily injections (mdi) as a backup therapy. A replacement pump was sent to the customer, and they were instructed on how to prepare the current pump for return, including putting it into storage mode and returning it via ups within 10 days. The customer understood and acknowledged the instructions provided.